Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2020, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (ctag) to treat an aortic transection. It was reported that the deployment of the ctag was completed successfully and there was no harm done to the patient. Upon removal of the catheter, the olive tip was caught in the valve of the cook 18f introducer sheath. The surgeon used force to attempt to pull the catheter from the introducer sheath and the olive tip became detached from the catheter and remained in the sheath. The procedure was completed with the ctag catheter still on the wire and the tip still stuck in the sheath. After a completion angiogram was performed, the physician removed the cook 18f sheath with the ctag cathether and amplatz super stiff guidewire all as one unit. The physician then successfully closed the access site. The patient tolerated the procedure.

Manufacturer narrative:
Addition the device was returned to gore for evaluation. The device evaluation showed there is no leading olive attached to the leading end of the catheter. The delivery catheter near the expected location of the olive demonstrates characteristics of a tensile failure, which is consistent with the event description that the leading olive detached. The root cause for the leading olive break is due to resistive force, but of unknown sources that could potentially be caused by a feature within the introducer sheath. Addition h6: code 22-the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta. Furthermore, do not continue advancement or retraction of the guidewire, sheath, or delivery catheter if resistance is felt.

Manufacturer narrative:
Correction b3. Correction b4.